Event description:
It was reported that the patient had no stimulation sensation on the right side and the implantable neurostimulator had not been on for 6-12 months. The patient had fallen a couple of times but it was not known if the falls were related to the therapy loss. Impedance readings were >4000 on all or some of the unipolar pairs. Reprogramming was performed and the patient stated 'he had adequate coverage on his right side and it felt good upon leaving the session'.

Manufacturer narrative:
Lead model 3887-33, serial # (B)(4), implanted: (B)(6) 2000, explanted: unknown; lead model 3887-33, serial # (B)(4), implanted: (B)(6) 2000, explanted: unknown; extension model 7495-66, serial # (B)(4), implanted: (B)(6) 2000, explanted: unknown; extension model 7495-66, serial # (B)(4), implanted: (B)(6) 2000, explanted: unknown; programmer model 7435, serial # (B)(4).